Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Over the past year, the device has shown fluctuations in estimated longevity, and its power consumption has progressively increased. Technical services (ts) indicates that the device is depleting in an accelerated but predictable manner. This device was explanted and successfully replaced. This product has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Over the past year, the device has shown fluctuations in estimated longevity, and its power consumption has progressively increased. Technical services (ts) indicates that the device is depleting in an accelerated but predictable manner. This device was explanted and successfully replaced. This product has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Over the past year, the device has shown fluctuations in estimated longevity, and its power consumption has progressively increased. Technical services (ts) indicates that the device is depleting in an accelerated but predictable manner. This pacemaker remains in service. No adverse patient effects were reported.